Manufacturer narrative:
Concomitant products: product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3998, lot # v003825, implanted: (B)(6) 2006, product type lead; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).

Event description:
It was reported that during an implantable neurostimulator (ins) replacement procedure, the caller reported reading >10000 ohms. It was noted that impedances could not be checked prior to the surgery because the ins was dead. It was reported that they connected the patient¿s existing extensions to the new ins and impedances were all over 10,000 ohms. Then they connected leads to a multi-lead trialing cable (mltc) and continued to get >10,000 ohms. It was noted that the manufacturer¿s representative had called to confirm lead configuration. It was noted that while on the phone the manufacturer¿s representative changed the lead configuration and tested at 3.0v in the mltc. It was reported that the impedances with reference 0 were: 0-1=31,571, 0-2=20,000, 0-3=13 ,000, 0-8=953, 0-9=885, 0-10=983, 0-11=19,000. It was later reported that some electrodes still had high impedances but the patient was getting good stimulation coverage on selected electrodes at the time of this report. It was stated that they would check impedances at each visit and program around any over 40000 ohms.